Event description:
Information received from the field notes that the patient presented in sinus rhythm and the device was programmed to ddd. The device had previously been programmed to vvi due to the patient's atrial fibrillation. Based on capture and sensing results, the clinician believed that the atrial lead had dislodged into the ventricle. The device was again programmed to vvi until a replacement could be performed.